Event description:
Clinical trial. It was reported that 7 hours post index procedure, the pt experienced a stent thrombosis - st, cardiogenic shock, and a target vessel revascularization (tvr). The index procedure treated the mid left anterior descending (lad) artery. The lesion was 80% stenosed. The physician placed a 3.5 x 12 mm taxus express2 drug eluting stent. The pt rec'd bivalirudin during the procedure. Seven hours post index procedure, the pt had chest pain and dyspnea. Angiography showed st. Plain old balloon angioplasty (poba) was successful. The pt rec'd heparin, bivalirudin, angiomax, aspirin, clopidogrel, beta-blocker, abciximab, and reopro. Two days later, the pt had cardiogenic shock. The pt was administered heparin, bivalirudin, angiomax, aspirin, clopidogrel, beta-blocker, abciximab, reopro, dobutamine, dopamine, noradrenaline, pantoprazole, cefuroxime, and furosemide. The pt experienced hypotension, dyspnea and decreased urine output. Pressor medications were given, but were unsuccessful. An intra-aortic balloon pump was placed. The event is still ongoing; further info has been requested. In the opinion of the physician, there was a probable relationship between the st and the taxus stent.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore no analysis could be performed. The reported batch number 8093657 was reworked from top assembly batch number 7753771. The manufacturing records for top assembly batch 7753771 have been reviewed and no issues or discrepancies were found. The cause of the difficulties stated in the complaint could not be determined.